Event description:
We properly set up the tenex machine and primed. We received priming successful and began the case. Upon inserting the tenex micro-tip, physician activated the foot pedal of which no cutting was occurring. We checked all cables for loose connections but everything was secure. Tenex console was working properly except again, no cutting was achieved after the second attempt. We opened another kit. ((B)(6)).